Event description:
The body of trocar broke during a procedure.

Manufacturer narrative:
Device used for treatment. Examination showed the trocar wire is broken off at the connection to the hand piece. The material and manufacturing papers were reviewed and were found to meet specifications. It is possible that a temporary mechanical overload had led to the breakage of the wire. We are not able to determine an exact cause for this complaint. No product fault could be detected.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.